Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device had been bumped and or dropped. The customer stated the battery compartment was corroded. There was no clear indication that the display had returned. They were sent a replacement battery cap. The device will not be returned for analysis.